Event description:
A caller reported experiencing an error with their continuous glucose monitor (cgm), identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions on how to reset the pump, guiding the customer through the process. After resetting, the error did not reoccur, and the caller successfully began a new sensor session.